Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient underwent a cardiac resynchronization therapy defibrillator (crt-d) implant. The procedure was successful, with no complications. However, in the recovery room the patient had cardiorespiratory arrest. Cardiopulmonary resuscitation (CPR) was performed but the patient was not able to be revived. Post-mortem, the device was programmed off and was not explanted. There were no allegations against the device function, or that use of the device caused or contributed to the patient's death.